Event description:
A medtronic representative reported that, during a spinal fusion procedure, the surgeon alleged an inaccuracy while navigating the tracker with a nuvasive driver. The inaccuracy was approximately 1 centimeter. The other instruments remained accurate with no issues. The instrument set was switched out and the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The navlock tracker is not validated for use with nuvasive products. User was informed that this was non-validated use and chose to proceed anyway. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Manufacturer narrative:
Patient weight field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to the site to test the equipment. The rep performed multiple x-ray spins on a spine model using the exact set from the incident and there were no accuracy issues. The hardware, software, and instruments passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel.